Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Post impella implant, high purge pressure and an intracranial hemorrhage were noted. A scan revealed that the patient suffered a new cranial bleed, and a hematoma was noted at the pump access site. A gastrointestinal bleed was observed. An esophagogastroduodenoscopy was performed, and no active bleed was identified. However, ischemia was detected. The device was explanted, and the procedural outcome was the patient expired. Medical safety review of the event noted there is not have enough information to exclude impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿